Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. After replacement of the devices, final confirmatory angiography after ballooning confirmed type IV endoleak. The physician did not conduct any further treatment for the endoleak. There have been no adverse effects to the pts.

Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. Event eval: still under investigation.